Event description:
During abiomed service and repair, the optical bench test did not pass, registering a contrast value of 36.6%, which is below the required 45% threshold. The failure was attributed to contamination on the fiber optic core that impaired light transmission. Attempts to clean the fiber using pre-moistened wipes were unsuccessful. The problem was rectified by replacing a new optical connector, and subsequent retesting yielded a contrast value of 57.7%, thereby satisfying the acceptance criteria.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.